Event description:
A medtronic representative reported that the screw head on the tracker clamp was worn out making it difficult to tighten. There was no patient involved with this concern.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
There was no patient present. The device was returned to the manufacturer for analysis and showed signs of physical damage. The screw head has some slight rounding but was still functional. The reported event could not be duplicated by medtronic personnel. The device was replaced and there were no further issues.